Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient lost feeling in their legs. The surgical paddle lead was then removed and replaced with a percutaneous lead. The patient has regained feeling in the legs and is currently using their device with effective pain relief. The physician believes the patient's scoliotic spine contributed to the incident.